Event description:
It was reported that the bipolar atrial lead impedance was <200 ohms. Unipolar impedance was 206 ohms. The device was programmed to the unipolar configuration and will be monitored.

Event description:
New information notes that the lead had an insulation issue and the tip broke in half during extraction. The lead was explanted on (B)(6) 2013.